Event description:
The iab was inserted into the pt on 5/5/98 at 8:00 a.m. The iab clotted off immediately at the 5th space. The iab removed and a second iab was inserted the iab was not returned to datascope for eval. (Event complications: none from the event- reported 7/27/98.) (Pt's current status: discharged-rpt'd 7/27/98.